Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial (B)(4), implanted: (B)(6) 2015, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot (B)(4), ubd: 04-may-2019, (B)(4); product ID: 977a260, serial/lot (B)(4), ubd: 23-mar-2019, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for failed back surgery syndrome and spinal pain. It was reported that one lead was out of place. It was reported that it was "in their skin" and it had been like that for 2 years. If the machine was turned on high, the patient could feel stimulation in the wire. It was reported that in (B)(6) 2017 they had problems walking, spasms and tightening. It was reported that the patient had an emergency room visit in (B)(6) 2017 when they had a problem walking and their right leg was very swollen. This was not resolved in the ER, but the health care provider (hcp) office have medications for bad spasms and nerves tightening. The medication resolved it but the patient still had times at night when they walked too much and then sat or laid down. The patient did not currently have a managing hcp. No further complications were reported.